Event description:
The patient reported that she experienced two occasions when her blood glucose level dropped to 20 mg/dl. The first occurrence she was rushed to the emergency room two weeks prior to calling animas and held for observation for two hours. She does not know what she was treated with in the ER but said that the pump was suspended and she was infused with an unknown fluid. The second occurrence was the day before calling animas. The patient was not taken to the hospital, but emergency medical services arrived and treated her with honey and soda. She reports that both instances happened early in the morning when she was sleeping.

Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump delivered insulin accurately. The pump was exercised for 24 hours with no alarms occurring.